Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Current repair. Product evaluation. Product review of the skin graft mesher (B)(4) by (B)(6) on (B)(6) 2020 revealed that the pre-calibration and test cut could not be performed due to the bent comb. The bottom roll bar had visible damaged and the ratchet was missing a set screw. Product repair. Repair of the device was performed by (B)(6) on (B)(6) 2020 which included replacement of the following: comb, roller bar, set screw. The device, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported the device was sent in for pm and was in need of repair. Investigation revealed there was a bent comb. No adverse event was reported as a result of this malfunction.